Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial tachycardia ablation procedure, a pericardial effusion was noted. Following ablation in the non-coronary cusp of the aorta, the ablation catheter was removed. When pulling back the diagnostic catheters at the end the procedure, the patient became hypotensive and hypoxic. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient is being monitored. There were no performance issues with any abbott devices.